Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 425 mg/dl which was treated with insulin pump. Customer stated that they had a new insulin pump and they didn't think it got programmed correctly. Customer declined to troubleshoot for high blood glucose. The device will not be returned for analysis.